Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed but the issue was not resolved. Advised customer that pump will be replaced. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a original battery cap and a new battery. Unit powered up properly after battery installation. No failed battery alarms noted. Unit was downloaded successfully using thus software. Adapt was utilized to search for any alarms that may have occurred in the past, near, or on event date. On adapt, failed batt test alarms were recorded on (B)(6) 2024. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and self test. No failed battery alarms noted during testing. Unit was cut open to perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were also noted: battery tube threads - cracked, cracked case (battery tube), pillowing keypad overlay, and scratched case in conclusion no unexpected failed batt test alarms noted during testing. Unit functioning properly after battery installation and was tested successfully. Customer concern for cracked battery compartment was also confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.